Event description:
The patient received a shock from the electrode. The connection from the black electrode to the lead wire is either missing the metal insert or it is too far down inside the connector.